Manufacturer narrative:
Date of event: unknown. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part# 02.107.410. Lot# 6960623. Mfg location: (B)(4) synthes USA. Mfg date: 15 june 2012. Expiration date: n/a. Noted nonconformances: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7 mm/3.5 mm va-lcp x-articular proximal ulna product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 2.7 mm/3.5 mm variable angle locking compression plate (va-lcp) extra-articular proximal ulna plate, five (5) unknown 2.7 mm va locking screws, and four (4) unknown 3.5 mm cortex screws for repair of an ulnar fracture on (B)(6) 2018. On unknown date it was determined patient developed a non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to another plate and an iliac bone graft. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for one (1) 2.7 mm/3.5 mm va lcp extra-articular proximal ulna plate. This is report 1 of 3 for (B)(4).